Event description:
It was reported to covidien on (B)(6) 2011 that the unit was in for pm and showing an overtemp alarm. The reporter stated there was a visual alarm but no audible alarm. There was no pt involvement.